Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher one time. The last repair was february 12, 2010 where it was reported that the device was sent in for preventative maintenance and the roller, worn side plates, and worn bushings were replaced. This is not a related issue. The skin graft mesher was manufactured on september 2, 1999, and is over 16 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed there were nicks and scratches on the mesher handle and wear to the roller gear. There was galling to the roller extension shaft and the latching pins engaged as intended. The test mesh with the customers¿ mesher failed when using the quality assurance (qa) cutter. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the device did not pass the test mesh when the qa cutter was used. Based on the information that was provided the root cause could not be specifically determined. However, the device had not been previously serviced for 6 years. The IFU states that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not mesh. No patient involvement. No adverse events have been reported as a result of the malfunction.